Manufacturer narrative:
Failure analysis for fiber 0010-2400-543a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at the output window; there is indication of slight melting on metal cap output window; the outer flow tubing open end exhibits abrasions, blue arrow partially erased, and red stop sign completely erased. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 5,300 joules; 10 minutes while using the surgical fiber during a prostate procedure, the fiber was damaged due to a bent cystoscope. It was reported that "the fiber was not fired inside the patient after the damage occurred; the scope and fiber were both immediately removed from the patient" and that "the patient was not harmed". The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no injury". There was no patient injury reported.